Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the customer stating that " the intravenous (IV) pump in question was programmed for IV fluids at a rate of 100ml/hr. One (1) liter IV bag finished at approximately 05:35 and a new 1 liter bag was hung at a rate of 100 ml/hr. Throughout the day, two separate 50ml IV piggyback antibiotics were hung, each running over 30 minutes. However, even with the 2 ivpb the 1 liter bag should have completed around 16:35 (10 hours for the 1l bag at 100ml/hr and two separate 30min ivpb). However at approximately 16:30 the room was entered to clear the volume infused on the pump, the volume infused on the pump read 1114 ml. 100ml of ivpb was infused, leaving 1014 from the 1l IV fluid bag. However, the 1l IV fluid bag had approximately 400-500ml remaining meaning only approximately 500ml had actually been infused."there was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.